Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The down arrow button did not respond due to flattened button dome switch. No further testing could be completed due to unresponsive button. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported that the insulin pump was cracked, the battery life was shortened and that the up arrow key was unresponsive. She did not know the blood glucose reading. She stated that she felt she was being delivered too much insulin as the blood glucose had been dropping. She stated that the insulin pump had been dropped on the floor three times. Nothing further was reported.